Event description:
The device was returned for svc with a report of "device flow is slower than what is programmed." Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.